Event description:
On (B)(6) 2013, the patient contacted animas and alleged that, starting a about 3 months ago, he noticed whenever his blood glucose (bg) was up around 250 mg/dl his correction bolus was not bringing bg down and injections were needed to correct bg. Patient did not have a set pattern of when he's having these issues: it doesn't happen often, but he wants to know the cause of why the bolus is not effective when his bg is around 250 mg/dl patient changes infusion set every 2-3 days, has discussed scar tissue with diabetes educator and determined there is no scar tissue patient denies any skin site issues, any alarms or activity changes. Customer support (cs) looked through bolus history and the 1st 5 records show completed; checked the tdd against bolus total for the day and also basal given against tdd , no issue found with pump or site and infusion sets. Patient states he and dm educator are requesting pump be replaced. No bgs above 250 mg/dl reported. The blood glucose excursions do not meet the criteria of an adverse event, this complaint is being reported as the issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/09/2013 with the following results: unable to duplicate the complaint during the investigation. No defect was found. The tdd¿s add up correctly to reflect the users programmed basal rates. There were no alarms related to the complaint in the black box or alarm history, only typical usage alarms and warnings were observed. The pump was tested on a 29hr flow test; the pump passed the required test and was found to be delivering within the specification.